Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The procedure was initiated via the right femoral approach, as the left femoral access was unavailable due to prior vascular complications. A deep capsule gap was noted, prompting setup for a flip maneuver. Wire pressure and position was sufficient and unchanged throughout the procedure. As the anchors began to emerge, the flip was gradually corrected by advancing and adding the primary back. At the flip, adjustments were made to ensure the delivery system (ds) was central and coaxial, with the wire remaining untouched to maintain appropriate height. Imaging proved challenging, and left mpr to reset. Upon returning to 2d imaging, an effusion was identified. The team proceeded with open-heart surgery to address a suspected right ventricular (rv) perforation and surgically repair the tricuspid valve. Both interventions were completed successfully. A surgical valve was placed and the surgeon noted the perforation at the rv apex. The patient was reported to be stable.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images labelling review. The complaint for delivery system and/or guidewire perforation of atrial/ventricular wall was confirmed with objective evidence based on images provided and the procedural notes gathered with the edwards field team. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The available information indicates that guidewire interaction with the right ventricular (rv) wall was the likely primary cause of the rv apex injury. Internal imaging review of still fluoroscopy images demonstrated evidence that the guidewire had inadvertently exited through the rv wall. Based on the partial images available, the injury to the rv apex may have occurred either during wire crossing or during subsequent positional adjustments. Due to limited imaging, the exact timing cannot be confirmed. However, fluoroscopy obtained after completing positional adjustments confirms that the wire had traversed the rv apex. The delivery system and guidewire appeared to function as intended, and no structural abnormalities were noted. The injury was attributed to unwanted wire interaction during a ds maneuver, with imaging limitations reducing visibility of the wire and capsule positions. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.